Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted due to sui.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2010 and mesh were implanted. No other clarifying information provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with vesicovaginal fistula repair and mid urethral sling placement. It was reported that following insertion the patient experienced erosion, mesh protrusion, infections, pain with intercourse, bladder and urethral pain, fistula, internistic sphincter deficiency and sui. It was reported that patient underwent mesh removal / excision with distal urethrovaginal fistulotomy and suprapubic tube insertion on (B)(6) 2010 for erosion, mesh protrusion and infections. Patient underwent traditional vesicovaginal fistula repair, midurethral sling on (B)(6) 2010 due to intrinsic sphincter deficiency and anticipated voiding dysfunction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.